Event description:
It was reported that the device exhibited a high-pressure alarm while administering medication to a patient. There was patient involvement, no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked rear housing. A review of the event history log revealed a high-pressure alarm. Functional testing was unable to duplicate the reported problem; however, the reported problem was verified in the ehl. It was determined that a faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.